Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the xenon lamp did not turn on. There was no patient involvement.

Manufacturer narrative:
The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The lamp was installed into a calibrated system for functional testing. The lamp was found to meet specifications. While the returned sample was found to meet specifications, no additional system information has been obtained; therefore the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).